Event description:
On march 28, 2025, a customer reported unexpected negative results using capture-r ready-ID extend I on echo lumena instrument.

Manufacturer narrative:
Immucor technical service used remote access to review results on instrument; no instrument or reagent problem was identified. No incompatible blood products were transfused. No specific root cause or defect was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to ensure that preventative maintenance is performed as indicated in the instrument instructions. Immucor will continue to track and trend performance and operational issues such as described herein.